Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that water leak occurred from the spike vent valve of an mr290 humidification chamber after six days of use.no patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare new zealand and was connected to a water bag to check for leak. Results: during the performance test water droplets began to form at the spike vent. Conclusion: we were unable to determine what had caused the spike vent to leak. This is the only complaint we have received of this nature for the mr290 chamber. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome or water bag spike in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. The user instructions which accompany the mr290 chamber state the following: set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. (B)(4).